Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the right ventricular lead, it was noted that the lead exhibited varying pacing impedance and unsatisfactory capture threshold. The lead was not used and was replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.